Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, white foreign material remained in the device because the user sent the device to olympus without completing reprocessing. The suggested event may be detected and prevented by handling device in accordance with the following instructions for use (IFU). IFU states detection methods in cf-ez1500dl/I operation manual ¿chapter 3 preparation and inspection¿. IFU states prevention measures in cf-ez1500dl/I reprocessing manual ¿chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited whitish foreign material inside the jet tube. There was no patient involved.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.